Event description:
It was reported that before use, there was something like a piece of rubber attached to the foley catheter shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to reproduced. Performed microscopic examination and found the latex residue stick on catheter shaft. The latex residue can be peeled off and not embedded. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Therefore, this failure mode confirmed related to manufacturing related. A potential root cause for this failure could be due to unclean tank with dirt residue will cause contamination at product and result in dirt defect which can resulting on foreign materials. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Therefore, no additional action is required at this time. Correction: d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, there was something like a piece of rubber attached to the foley catheter shaft.